Manufacturer narrative:
Manufacture date: 14may2015. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. A product investigation was completed: it was reported that a matrix polyaxial reduction head (04.634.002 lot 9814816) would not attach properly during a post lumbar interbody fusion (plif) of l4-l5. The polyaxial reduction head was returned however the screw utilized remained implanted, as such the complaint condition was unable to be replicated. Excessive assembly force or misuse of placement instruments may have also resulted in the complaint condition. As specific technique of the user is was not reported a definitive root cause cannot be determined. The matrix reduction head is utilized in both assembled polyaxial reduction screws and individually for use in unassembled pedicle screw insertion. The complaint description notes that the reduction head was unable to be attached to the pedicle screw; therefore an unassembled screw insertion technique was being utilized. The system technique guide notes that after screw insertion, a reamer (03.632.046) is placed over the implanted screw and rotated, removing interfering bone to ensure sufficient space exists for the polyaxial head. If this step was not completed prior to attempted assembly, the complaint condition of would not attach could result. Excessive assembly force or misuse of placement instruments may have also resulted in the complaint condition. As specific technique of the user is was not reported a definitive root cause cannot be determined. Reduction head drawings were reviewed during the investigation. The bone screw/collet interface is designed with an interference fit in order to prevent a failure mode of sudden loosening when the screw is over tightened to the bone. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not provided by reporter. Additional product codes: mnh, mni, kwq, kwp original implant date unknown; not explanted without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reduction head would not attach properly during a post lumbar interbody fusion(plif) of l4-l5. This occurred twice, and created an approximate 5 minute surgical delay. Another implant was available for use and the procedure was successfully completed without further incident. This report is 1 of 1 for (B)(4).